Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failure of flash memory and new software release detected. Customer's blood glucose at time of incident was 562 mg/dl. Customer was unable to get out of loop for alarms. Customer stated a temp basal was not programmed before the alarm occurred. Customer was advised that error table indicates the pump should be replaced. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with a constant new software release detected alarm then followed by failure of flash memory alarm; the problem was isolated to the mother board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to new software release detected and failure of flash memory alarms. The insulin pump had cracked display window, cracked case at the display window corners and broken reservoir tube lip.